Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that a power on reset (por) had occurred due to radiation. Then the device reached elective replacement indicator (eri) due to battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed high impedance in the battery. Analysis of the device memory indicated a partial electrical reset.